Manufacturer narrative:
(B)(4) - additional surgical procedure, not specifically addressed per the IFU. Leak is addressed per the attached IFU. No product or images were returned to assist in the investigation. Although additional requests for images were made, the images were not provided. The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, the importance of an accurate deployment. Per the IFU, the device is intended for patients with adequate iliac/femoral access compatible with required introduction systems. The main body graft was delivered in a 18 fr sheath, with an outside diameter of approximately 7mm. The complaint correspondence indicates that the access vessel was only 6mm. The physician added that the condition of the right common iliac landing zone "was not good." The initial repair was performed (B)(6) 2009 and the endoleak was detected (B)(6) 2010. Based on the information provided, it is likely that the patients anatomy contributed to the event. However, without images or additional information (pre-implant determinants) we are unable to confirm. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints.

Event description:
An (B)(6) male patient underwent aaa repair on (B)(6) 2009. The patient's access vessel was 6mm, so anatomical form was not suitable for aaa repair. One main body and two iliac legs were placed. On (B)(6) 2010, ultrasonography revealed an endoleak from the contralateral (right) iliac leg, possibly distal type I or type iii. On (B)(6) 2010, angiography was performed and the endoleak was determined to be distal type I. The physician performed embolization of the right internal iliac artery. On (B)(6) 2010, additional treatment was performed under epidural anesthetic. The physician placed an iliac leg into the right external iliac artery. Another manufacture's stent was also placed to avoid iliac leg kinking. Endoleak was resolved after the treatment. The patient's condition was good after the procedure.